Event description:
It was reported that the fiber ¿broke at insertion point of scope¿ @ 500 joules and 12 hertz. Case was completed with a "365nm" fiber. Patient outcome: there was no report of harm to the patient.